Manufacturer narrative:
As reported by the patient her surgeon stated that he did not believe that she had an allergic reaction and feels she may have just rejected the mesh as she had with other previous, non mesh implants. The surgeon did not mention any complications noted with the mesh upon explant. Based on the information provided, at this time no conclusion can be made as to the degree to which the bard mesh implant may have caused or contributed to the patient's post operative experience. Hematoma is a known inherent risk of surgery and is listed in the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event report (mw 5061557): "I had an umbilical hernia and had surgery on (B)(6) 2015 at which time the doctor used mesh to repair it. From the moment I came out of surgery, I had pain. The pain was awful and never stopped. On (B)(6) 2015 I had surgery to have the mesh removed. After that surgery, I had a four day hospital stay due to bleeding requiring a blood transfusion. When I say I had pain from the mesh, I mean it was so bad that I could not wear clothes, bend or function normally on an everyday basis. Even hemorrhaging and having a rectus sheath hematoma the size 10 x 5 x 7cm was less painful than having that mesh in my body. It was truly awful." The following was reported through follow up with the patient: the patient reports that on (B)(6) 2015 she was implanted with a bard composix l/p hernia mesh for the repair of a new umbilical hernia. She alleges that immediately following implant she experienced pain and her stay in the pacu was prolonged due to pain management. She reports that she remained on narcotics for pain relief 3-4 months postoperatively. The patient states that due to the pain she could not function normally on an everyday basis. On (B)(6) 2015, the patient reports that she underwent explant of the mesh. She reports that following explant she had a four day hospital stay due to having a rectus sheath hematoma and hemorrhaging, requiring a blood transfusion. The patient states that she has a history of 20 surgeries and that she has many allergies and is very sensitive to any foreign material that has ever been placed in her body, such as those for orthopedic surgery. She reports that she has one stent implant that she is able to tolerate. The patient reports that the surgeon stated that he did not believe that the patient had an allergic reaction and feels she may have just rejected the mesh as she had with other previous, non mesh implants. The surgeon did not mention any complications noted with the mesh upon explant. The patient's post explant clinical course has been complicated with delayed healing and the patient states the wound just healed. Despite the prolonged healing process, the patient states the pain has dramatically decreased since the mesh was removed.